Event description:
During insertion the device broke. The customer must provide us with further information. On (B)(4) 2012 requested additional information from reporter. No other additional information is available at this time.

Manufacturer narrative:
The returned device was examined and it was confirmed that the anchor is broken completely through at approximately the distal one third location. The failure appears consistent with torsional shear. There is also a large crack at the proximal end of the anchor. The major diameter of the anchor was measured and found to be within print specification. Besides the breakage, no clinical details of the case were provided regarding hole prep and insertion technique. Based on the information provided and the physical evidence, no root cause related to the manufacture of the device can be established. (B)(4).